Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a bloodback event. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had balloon rupture and there was a loud alarm and the nurses went to investigate. The screen is already blackout and blood is seen in the gas tubing. Balloon rupture causing blood ingress into iabp. A getinge field service engineer (fse) did a thorough investigation and assessment on site. Blood was detected in pneumatic interface module (pim), safety disk and drive manifold. Machine's reservoir, compressor and electronic parts are ok. Fse replaced the drive manifold assembly and pneumatic interface module assy to resolve the issue. The unit returned for clinical use. No patient harm.

Event description:
N/a.